Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 7/9/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a swivelock loosened, causing the fixation to fail. As an additional treatment, a revision surgery was performed. An lcl repair procedure was performed due to collateral ligament instability on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.